Event description:
It was reported that this device exhibited code 1003 indicative of battery voltage too low for the projected remaining capacity. Information was requested regarding an explant procedure, but has not yet been received. At this time, the device remains implanted and in-service. The patient was stable with no adverse effects reported.